Event description:
Event description guidant received information that this left ventricular lead was not implanted due to damage. The whisper guide wire went through the side of the distal end of the lead. The patient was not injured.